Event description:
Additional information received indicated the device was reprogrammed to resolve the event. An induction test was performed, and the device was able to restore sinus rhythm. The patient was in stable condition.

Event description:
It was reported that ineffective defibrillation therapy was delivered for ventricular fibrillation. The arrhythmia was resolved without intervention. The patient was hospitalized and reprogramming is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.